Event description:
The sales rep reported via phone that the tip of the driver broke off while tightening a screw on the customer's latarjet combo screwdriver during a laterjet procedure. The piece was found in the patient and all debris removed. The case was completed with another like device. The sales rep was not present but reported no adverse patient consequence and a 5 minute delay. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the distal tip was completely broken off, confirming this complaint. The broken fragment was not returned. The device was forwarded to the supplier for further evaluation. Dimensional analysis found that the device met specifications. The (B)(4) material for the device is 440c. The root cause for the observed failure mode was determined to be the brittle (B)(4) material, which makes the driver prone to break when being used at an angle off-axis to the screws. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed (B)(4) other similar complaint for this lot of devices released to distribution. Corrective actions for this failure mode will be implemented via supplier and mitek CAPA investigations. This product is being recalled after initial investigation of this failure.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone call that the customer's latarjet combo screwdriver failed during a laterjet procedure due to the tip of the driver breaking off when tightening a screw. The piece was found in the patient and all debris removed. The case was completed with another like device. The sales rep was not present but reported no adverse patient consequence and a 5 minute delay. The device will be returned for evaluation.